Manufacturer narrative:
On (B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s; however, it is similar to symphony dr models approved under p950029. Analysis is pending.

Event description:
The pacemaker involved in this MDR was implanted on (B)(6) 2008. Upon a follow-up on (B)(6) 2010, the physician had difficulties when interpreting statistics displayed by the programmer. Reportedly, he observed inconsistencies of the statistics: "94% of time spent in aai mode although the patient had a total av block with correct 100% ventricular pacing."